Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the urgent care due to high blood glucose of 548mg/dl. Troubleshooting was performed. It was stated that the customer has a rash on her leg. The diver support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Advised the reporter to call back when the tubing clamp arrives to continue testing. No further information was provided.